Event description:
It was reported that an error code 110b was observed in the ventilator. The device was in clinical use at the time of the event. No patient or user harm was reported. The customer called remote technical support and stated that the unit was giving error code 110b. It was reported that the flow sensor was recently replaced. The customer did not know if the pins were lined up or not. Also, the customer removed the da board and reseated board and verified that the pins were aligned. After powering on the unit, the customer was unable to duplicate the error code after re-seating the da board. The remote support engineer informed the customer to perform pressure test, power unit on in normal operational mode with a test lung, and then let unit run for a while to see if error occurs again.

Manufacturer narrative:
The issue was found during a pre-use check. No patient or user harm reported. It was reported by the biomed, that the issue could not be duplicated after reseating the da board. The unit was returned to service.